Event description:
The manufacturer received information alleging headaches, shortness of breath, throat irritation, device is noisy, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of headaches, shortness of breath, throat irritation, device is noisy, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. On the previously submitted report, section b4 has incorrect report date (07/18/2022) , which should have been 08/02/2022. Section b4 has been updated/corrected in this report.